Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged headaches, no power supply, tubing or mask was supplied with the device. There was no report of serious patient harm or injury. The manufacturer using fitt (foam integrity test tool) took per fitt document to test the sound abatement foam for degradation and breakdown. The manufacturer did find evidence of sound abatement foam degradation which was observed in the base unit. The manufacturer can confirm sound abatement foam degradation. During evaluation, secondary findings dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination and care orchestrator data available suggesting that user was 100% compliant with device usage. The foam using the fitt tool, the foam was determined to be degraded. Slight black contamination found at the blower seal of the blower box, and it is consistent with the keratin contamination observed. Dust/dirt contamination found around the heater plate. The manufacturer is unable to confirm the complaint regarding headaches. The manufacturer can confirm there was evidence of sound abatement foam degradation found within the device. The manufacturer can confirm the presence of contamination in the airpath. The manufacturer can confirm the presence of water ingress in the blower box and blower suggesting the use of non-distilled water.